Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history reviewed showed no related component or malfunction issues and one product complaint of similar nature which is pending evaluation.

Event description:
The catheter had been in place a couple of days when the catheter broke about 1/4" distal to reinforced tubing near the hub. The catheter was caught before it embolized.